Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determiend that the cause of this issue was due to a depleted pad-pak. The pad-pak had become depleted due to a failure of mosfet q35. The mosfet caused increased device current drain. The customer also advised that the shock button was not working. An evaluation of the shock button was made, and no faults were found. It is therefore suggested that this fault related to the inability to power on the device due to the depleted pad-pak. The customer received a replacement device, and the returned device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.